Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. It was determined that the damaged downstream occlusion (dso) sensor was the root cause. The dso sensor and the latch lock sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device exhibited a 'cassette missing' alarm. There was no reported patient involvement.